Manufacturer narrative:
The literature article has not been released. Monteris became aware of adverse events that were MDR reportable. Once the article is released, a supplemental MDR will be submitted with it.

Event description:
It was reported that following an ablation procedure, multiple patients experienced complete hemiparesis, headaches, hemi neglect and left side weakness, immediate post-op effects, intracerebral hemorrhage, and weakness. The immediate post-operative effects were when the patient presented with left upper extremity weakness, slight left facial droop, full body itchiness, and persistent dyspraxia. There were no further patient complications reported in relation to these events. If additional information is received, a follow up report will be submitted.